Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event on the same day as onset. The cause was not reported. Treatment was not reported. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event. Additional information is not available.